Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unk, product type programmer, physician. (B)(4).

Event description:
It was reported the patient was implanted with a replacement pump and the same dosing settings were programmed into the new pump. The implanting physician noticed the error later in the evening. The hcp contacted the patient at home and admitted the patient to hospital. The patient experienced overdose symptoms. The patient was ¿having a hard time staying conscious.¿ the physician turned the pump down and the patient was doing fine now. The patient status was indicated as alive, no injury, no adverse event. The pump was delivering infumorph. (Please see manufacturer report #3004209178-2013-11740 for related event.)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).